Manufacturer narrative:
The manufacturer received the following additional information: the reoperation went well, and the patient is in good condition. The valve was explanted due to endocarditis. A complete manufacturing and material records review for the perceval heart valve, model icv1209, sn (B)(4). And nitinol stent component has been performed. The results confirmed that the component satisfied all material, visual and performance standards required at the time of manufacture and release. According to the event narrative provided, the hemoculture performed was positive for staphylococcus. It should be noted that if staphylococci were present on our tissue valve before sterilization, it would be killed very easily by our liquid chemical sterilant. The sterilant contains a mixture of glutaraldehyde and alcohol, both of which are highly effective against staphylococci. We have validated this liquid chemical sterilization process with spore forming bacillus atrophaeus, which is the most resistant microorganism known for aldehydes. Following routine sterilization, the valves are aseptically packaged in a solution that inhibits growth of microorganisms with steam sterilized closures and jars. The packaging process occurs in a vaporous hydrogen peroxide (vhp) decontaminated isolator; therefore there is no risk of valve contamination post-sterilization. Each closure/jar containing the valve is integrity tested after packaging, thus ensuring a sealed barrier for the product to remain sterile during transport up until the closure/jar is opened. Therefore, it is not conceivable that a staphylococcus could survive on a valve exposed to our sterilant, or the packaging solution. The manufacturer received confirmation that no further information would be obtained regarding this event. As the device was not available for return, no device investigation could be performed, and the root cause of the event cannot be definitively stated. However, based on the document review performed, no manufacturing deficits were identified. Furthermore, given the sterilization methods used for perceval valves, it is highly unlikely that the staphylococcus infection originated from the device. The event is therefore considered to be not device-related. It is possible that the patient's clinical history and risk factors may have contributed to the development of the endocarditis reported for this perceval valve. However, no information about the patient's clinical history was provided.

Event description:
About 7 months ago, (B)(6) year old female patient was implanted with a perceval m at (B)(6) along with 3 bypass and mitral repair with a st. Jude tailor ring (29mm). The patient went to (B)(6) hospital for follow-up and the preoperative charts showed that it was a clear that the patient had an endocarditis (with hemoculture positive for staphylococcus) and this was most likely the cause for the severe pvl. The pvl was confirmed preoperatively through tee, and both location (next to the anterior mitral leaflet) and severity (severe) were confirmed. A moderate to severe tricuspid insufficiency was also reported. During the surgery, which was quite cumbersome due to the widely spread adherences from the previous surgery, the perceval valve was eventually explanted and the endocarditis was confirmed on all leaflets. In addition, there was an abscess at the level of the mitro-aortic continuity (where the pvl was located) and then up to the area between the ncc and lcc. During the removal, the surgeons experienced quite some difficulty due to the fact that the guiding sutures were tied up. After removing the 3 stitches, the perceval was removed easily. The valve could not returned to livanova since the hospital must perform some microbiological tests by policy. Afterwards, they will return the device (or what it is left of it) to livanova. According to the surgeons, the perceval might have been oversized in first place since the outflow crown might have damaged the aortic wall with relevant hematoma in the aortic wall layers. This was partly due to the fact that the valve tilted (following the formation of the abscess); however the wall was damaged on the opposite side as well (which would be hardly compatible just with the tilting of the stent). The annulus was completely destroyed thus it took quite long to reconstruct it and clean those areas with abscesses. A crown 21mm was then implanted. Then they proceeded to repair the tricuspid valve but non ring was eventually implanted. Xct lasted around 130 minutes. Tee revealed no regurgitation of the crown valve, but there was some important mitral regurgitation, as if there was a ring dehiscence after curettage of the abscess.